Manufacturer narrative:
Follow-up #1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter first displayed inaccurate results on (B)(6) 2015, when he obtained alleged inaccurately erratic results of '41 and 254 mg/dl" on the meter. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He claimed that "minutes" after the start of the alleged issue, he developed symptoms of "shaking". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. However, the patient had used different sample sites to obtain the results, making this comparison invalid for the purposes of determining an inaccuracy. Replacement products were sent to the patient. Although from the comparison provided there is no indication that the subject meter malfunctioned, this complaint is being reported because the patient reportedly obtained inaccurate results on the subject meter and developed a symptom indicative of severe hypoglycemia, after the alleged issue began.